Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump was dropped at school, resulting in a cracked screen on the device while dosing performance and blood glucose readings remained appropriate and a backup therapy option was available. Symptoms included no reported adverse clinical effects. Outcomes included no medical intervention, no hospitalization, and continued therapy via the replacement device, with instructions provided to shut down the damaged unit, return it using a provided label, and complete start-up on the replacement. Investigation included internal review of reported device damage, verification of dosing function through user report, and follow-up attempts to obtain the damaged device for evaluation. Manufacturer has made several attempts to obtain the device back from the user. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.